Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they received off no power alert. The customer's daughter also reported that they would receive a motor communication error alarm after they change the battery. The customer's blood glucose was unknown at the time of incident. The customer's daughter stated that the battery was previously used. The customer's daughter stated that the insulin pump was not dropped. The customer's daughter stated that there were no unattended alarms. The customer's daughter was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave a communication error alarm followed by an off no power alarm after the battery installation. After disconnecting and reconnecting the electronic assembly, the fault went away. The problem was isolated to the electronic assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests due to the off no power alarms. No cosmetic damage was noted during physical inspection.